Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer explained that there was only a partial response from the up arrow on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer stated there was no moisture exposure to the insulin pump. The customer did not recall any significant events leading to the keypad issues. The customer agreed to call back later for a replacement insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.